Manufacturer narrative:
(B)(4). Results of investigation: carefusion was not able to duplicate the customer's reported issue. All testing was performed using a good known test patient circuit. The ventilator passed the volume operation test from general checkout. The ventilator also passed all tidal volume tests from the ltv final test. Internal inspection did not reveal any abnormalities with ventilator. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the unit was delivering higher breaths than expected during a patient transport. The patient was removed from the ventilator and was manually ventilated with no harm.